Event description:
The manufacturer received info alleging ventilator's inspiratory pressure did not increase. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.